Event description:
Health professional reports: protime system inr result 2.8. Unspecified lab system inr result 5.0. Pt therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). After customer event, customer reports device performing satisfactorily; therefore, will not be returning product for MFR evaluation / investigation. No product returned from user facility. MFR results - customer complaint could not be confirmed.